Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no frozen display noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and the pump shuts off periodically. Customer's blood glucose was 480 to 600 mg/dl at the time of incident. Troubleshooting found that the pump has a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined any further troubleshooting and wanted a new pump only.